Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient did not feel stimulation and therapy was on. The situation was not resolved. Amplitude was increased and the patient felt stim in the correct area. The patient had frequency and it was noted to be a sudden change in therapy/ symptoms. She was going every 20 minutes at the time of report but it was helping her go every few hours before. The patient was on program 3 at 1.1v and the stim was turned up to 1.5v to try and see if it would help with the symptoms. Additional information from the consumer reported that she started going to the bathroom a lot so she wanted help to increase stim. She used her patient programmer (pp) at the time of the report and the screen was blank. She reinserted the batteries and was able to power up the pp. Stim was increased from 1.4v to 1.7v. It felt a little too high so the patient decreased to 1.6v and said it felt better. Urinary symptoms were noted to be sudden. It was noted that the device was working great and the patient wanted to give compliments. Further information from the consumer reported that she had a traumatic brain injury so she forgets what she is told. She had the accident when she was a child. The patient said it worked but she needed to increase stim because symptom control was not as good as it was at the time of implant and she suddenly stopped feeling stim. It started in (B)(6) 2016. She had the implantable neurostimulator (ins) off that was why she could not feel stim and likely why her symptoms returned. Patient services review button usage with the patient and she took notes. She did not know not to press the blue buttons on the side of the patient programmer. It was also noted that the patient experience poor communication with the antenna attached but that was resolved. She did not know she had to keep the antenna on top of the implant the whole time she was using the pp. She also did not have it plugged in all the way into the antenna jack. The issue was resolved using labeling. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know the cause of the event and actions/ interventions that were taken. If additional information is received, the event will be updated.

Event description:
Additional information from the consumer reported that she experienced a loss/ change in therapy; she was going to the bathroom all the time. Therapy was on and she increased stim to a point where she could feel it. It was noted that the patient was hit by a bus when she was a kid and could not remember things. Additional information from the consumer on (B)(6) 2016 reported she was up all night and going to the bathroom every 15-30 minutes. The patient was helped on (B)(6) 2016 and everything was working fine. She could not feel stimulation; she forgot that she was recommended to contact the health care professional (hcp). She planned to follow up with the hcp.